Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (62 mg/dl) and juice was consumed to address the bg level. The cause of the low bg was not known. A pump system check was performed and no device issues were identified. The customer was a new pump user and was to review the pump settings with a healthcare provider.